Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the biopsy channel being scratched during device handling by the user. The event can be detected/prevented by handling the device in accordance with the following instructions for use: inspection of the endoscopic image when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the customer was brushing one of the channels in the gastrointenstinal videoscope and could feel it catching during reprocessing. There was no report of patient harm. The device was returned, evaluated, and restrictions were found at the light guide tube side as well as tear marks inside the instrument channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the restrictions found at the light guide lens and the tear marks inside the instrument channel, other evaluation findings are as follows: the labels on the device were peeled and illegible; there were multiple deep dents and scratches at the plastic distal end cover and at the distal end plastic cover; there was a cut on switch#1; the bending angles were not within the standard value due to stretched angle wires; there were dents and evidence of play at the control knob; the upward/downward knobs made grinding noises when engaged; the light guide lens had old glue; the bending section cover glue was peeled; there were minor dents and scratches on the insertion tube and the control body; and the light guide tube had minor surface scratches. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. They aspirated water through the instrument/suction channel and they wiped/brushed it with clean lint-free cloths, brushes, or sponges. The scope was not presoaked in the detergent solution, it was washed; however, the instrument channel, instrument channel port, and the suction cylinder were brushed. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.